Event description:
It was reported that the customer's insulin pump was alarming with auto off and buttons were pressed within the setting parameter of 14 hours. While reviewing alarm history, motor error and off no power alarms were discovered. Customer's blood glucose at time of incident was unknown; his most recent blood glucose was 105 mg/dl. Troubleshooting was performed for the motor error alarm. The insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. The rewind sequence was able to be completed. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).